Event description:
It was reported that there was a total shoulder replacement. Patient developed a cuff tear and pain. Humeral head migrated superiorly. Shoulder revision surgery performed today and converted to a reverse. Stem left in situ. Glenoid component removed and replaced with a reverse component.

Manufacturer narrative:
Please note the correction made to the catalog # and the d1 product long description: the reported event was confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that there was a total shoulder replacement. Patient developed a cuff tear and pain. Humeral head migrated superiorly. Shoulder revision surgery performed today and converted to a reverse. Stem left in situ. Glenoid component removed and replaced with a reverse component

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.